Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that they had infections at the lead and implantable neurostimulator (ins) incisions. Post-implant they weren't put on very many antibiotics. They still had pain when they were sent back to work and they went back to work for 2 days. They had such a bad infection they were leaking pus "anywhere". The doctor put them on 4 more days of antibiotics. The infection was continually getting worse and the antibiotics did not work so they were put on more oral antibiotics at the time of the report. This was their third round of antibiotics. The pain had not spread. The areas of the incisions were red, inflamed, puffy, and pus was coming out of the incisions. One incision had started to separate and was in really bad shape. The patient also had what looked like a pimple on the incision that was very painful. On (B)(6) 2015 they had to take pain pills just to be able to place the antenna over their ins and charge. On (B)(6) 2015 their back hurt so bad that they had to call in to work. The ins had shifted over about a quarter of an inch or an inch and was almost over their spine. The patient was indicated for non-malignant pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.